Event description:
During ventriculoscopy surgeon noticed several small particles in pt's ventricle which appeared to have broken off from the scope. All particles were removed and procedure was completed.